Event description:
It was reported the patient's blood glucose level (bg) rose to 370 mg/dl. The pod was reportedly leaking while worn for between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.